Event description:
It was reported that during a laparoscopic hysterectomy, the device was being removed from the trocar when the tissue pad fell off of the device. The pad did not fall into the patient. They used another device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Only month and year known, assumed 1st day of month that complaint was reported.

Manufacturer narrative:
(B)(4). The device was received with the tissue pad intact and not damaged, but the blade tip was broken off and present. The location of the break is inside the tube proximal to the tissue pad. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The device was also tested on gen11 and an "instrument error detected" was received. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.